Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-01108, 2134265-2013-01109. It was reported that during a coronary artery stenting treatment procedure, plaque shift and vessel dissection occurred, and the patient had jailed septal branch and myocardial infarction (mi) post procedure. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition as myocardial infarction and acute coronary syndrome. Subsequently the patient was referred for cardiac catheterization. The 1st target lesion was located in the mid left anterior descending artery (mid lad) with 80% stenosis and was 16 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct placement of a 3.0 x 20 mm promus element plus stent resulting in a mild plaque shift to the diagonal branch. This was treated by performing a kissing balloon angioplasty using a 3.0 x 15 mm maverick balloon in the lad and a 2.0 x 15 mm maverick balloon in the diagonal branch. The stent in the mid lad was then post-dilated using a 3.5 x 8 mm quantum balloon with 0% residual stenosis. The 2nd target lesion was located in the 1st diagonal branch (dx1) with 99% stenosis and was 20 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilation and placement of a 2.50 x 20 mm promus element plus stent. Post stent deployment, there was a grade a distal edge dissection which was treated with placement of 2.50 x 8 mm promus element plus stent, with 0% residual stenosis following post-dilation. During the index procedure, a voda guide catheter did not sit well and therefore, a non-bsc guide catheter was used. Post index procedure there was reduced flow in septal branches due to jailing by the study stent. Cardiac enzymes were elevated indicating a myocardial infarction. The patient was asymptomatic and the myocardial infarction was not treated. The patient's status was stable and was discharged on dual antiplatelet medications the next day.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).